Manufacturer narrative:
H6 - 4581: significant reduction of ica. H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced exccessive vault, elevated iop & tight angle. Due to excessive vault, elevated iop and tight angle the lens was exchanged for a same model but shorter length lens. Cause of the event was unknown.

Manufacturer narrative:
B5 - the reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault, elevated iop and significant reduction of iridocorneal angles. Due to excessive vault, elevated iop and significant reduction of iridocorneal angles the lens was exchanged for a same model, power but shorter length lens. Cause of the event is unknown. G3 - date received by manufacturer: 20-jan-2026 correct to 06-jan-2026 h3 - device evaluation: the lens was returned dry in a vial with residue/debris on the lens. Visual inspection found the lens haptic broken. Dimensional inspection found the lens to be within specifications. Claim # (B)(4)

Manufacturer narrative:
B5 - add info received: the problem is resolved - perfect patient condition at the post op exam. Claim # (B)(4).

Manufacturer narrative:
H6 - type of investigation (b): 4110 missing in initial MDR. Claim # (B)(4).